Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated technical error codes for power error and safety valve open. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit (pc) board was replaced and returned for investigation. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The reported technical alarms were reproduced during simulated use test of the returned expiratory channel printed circuit (pc) board in a reference ventilator. The pre-use check failed the internal leakage test since the safety valve is open, when it was expected to be closed. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).